Event description:
The customer reported to baxter (B)(4) that a crack was noticed in connection with the luer cap of a pvc-free administration set and caused a leak. This was observed during an infusion of remicade. No patient injury is associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Upon visual inspection the reported condition was confirmed; a crack was observed at the top of the millipore filter. An assignable root cause could not be determined. A batch review could not be completed as the lot number is unknown. Baxter has conducted a trend review and found that a similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.